Event description:
Medtronic received information that approximately two years following the implant of this bioprosthetic valve, echocardiogram results revealed valve stenosis and no leaflet motion could be detected during intraoperative echo. The valve was explanted with no adverse patient effects. Upon explant the surgeon observed excessive pannus growth, especially at the left/right commissure. Also, the leaflets appeared pliable and normal.

Manufacturer narrative:
Product analysis: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned or additional information is received, a follow-up report will be submitted. Conclusion: based on the observation by the physician at explant, pannus formation was found on the valve. Reduced performance of the valve could be attributed to this host tissue overgrowth. This finding is generally considered a patient related condition. Without a serial number for the device, no device history review could be completed. Should additional information or serial number be received, a follow-up report will be submitted. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.